Manufacturer narrative:
Concomitant products: product ID: 8709, lot# j11272r68, implanted: (B)(6) 2002, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2013, product type: accessory. (B)(4).

Event description:
As of the date of this report patient continued to have concerns regarding their device/r therapy and was working with her healthcare provider/mrf representative. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported that the pump sticks out to far and patient was constantly hitting it on everything. Per reporter this had been the case since implant 'just about'. Patient didn't have this problem with her prior pump which was of the same size. It was further added that patient had expressed her concerns to her healthcare provider and they were going to change out her pump on (B)(6) 23014. Drug in the pump was morphine. Additional information has been requested, but was not available as of the date of this report; a follow-up report will be sent when it becomes available.